Manufacturer narrative:
(B)(4).

Event description:
It was reported that early sensor occurred for the g7 wearable. However, data for the g6 ios was provided for evaluation. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.